Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet and subsequently the pump shut down. The customer's blood glucose was 213 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.